Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), had moved from its pocket and was protruding from the patient's body, causing frequent rubbing that resulted in raw skin. The patient was scheduled for another surgery due to the movement of the unit. The patient sought to have the stimulation adjusted to target the thoracic region of their back and inquired about the possibility of swapping out the leads. The issue had persisted for six weeks. The patient was redirected to their healthcare provider for further assistance.